Event description:
According to the reporter, the patient has experienced a recurrence of the hernia. The mesh appears to have stretched. The patient had another procedure to repair the hernia. Additional information indicated that the patient was in recovery and was recovering well. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. Overall, this review confirmed that this lot of products was released according to qa specifications. Especially, the review of qc records related to the mechanical testing of the textile batches (batch tkc00649, cqr300683 and batch tka00182, cqr300374) used for this lot confirms compliance to the specifications. Examination: the visual examination of the returned sample shows the following: 1) sample dimensions match with (B)(4) mesh dimensions. 2) the mesh has been cut from the seam location of one edge until almost the opposite side. There are holes near the cutting part. 3) several fixation systems have been used: tack, suture threads and staples. Most of the fixation systems have been used into the open skirt part of the mesh; however some suture points have been fixated in the middle of the mesh. 4) tissue integration through the mesh is visible. See examination file attached. Conclusion of the sample examination: no stretch has been observed. The root cause of the recurrence could not be reliably determined. Product disposition: sample destroyed according to qp014 section 4.3. Corrective action: recurrence is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product IFU which accompanies each device states in chapter -possible complications- that- the complications arising from wall reconstruction with reinforcements can also be seen after parietex composite mesh has been used. These complications include, but may not be limited to: seroma, hematoma, recurrence, infection, visceral adherence, allergic reactions to the components of the product. A search of our global complaints database revealed that this was the only report on file for this lot of products. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. Conclusion: sample examination did not confirm mesh stretch. The root cause of the recurrence could not be reliably determined.

Manufacturer narrative:
(B)(4).